Event description:
It was reported while inserting meridian p.a. Stem the tip of the stem inserter broke off inside the stem. Surgeon tried to retrieve broken piece but could not. Broken piece remained inside stem, inside pt.